Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 5440130, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l3-5 to treat lumbar canal stenosis. It was reported that a fragment came off of the set screw thread. The piece was retrieved from the patient and the wound was irrigated. No patient complications were reported.